Event description:
It was reported that during service and repair pre-testing, it was observed that the cutter tip was bent on the craniotome device and the pre-test was unable to be continued. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that dura guard (protective foot) and back post were bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being paced on the device during use. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.